Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed and found to have all the insulators were breached from metal ion oxidization. It was also noted that all of the conductors had blood/body fluid on them that was non-obstructing, the inner and outer insulation had cosmetic metal ion oxidization, the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix, and the lead was stretched.